Event description:
The customer reported that the jaws of the device would not open while on tissue. The surgeon used another instrument to remove the device from the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.